Event description:
It was reported that when the devices were used during a laparoscopic assisted vaginal hysterectomy, they would not cut or staple. Another device was used to complete the case with no consequence to the pt. The devices were discarded.